Manufacturer narrative:
Customer technical support (cts) sent the customer a replacement lot of strips. Under corrective and preventive action program this issue is being investigated and actions are being implemented. Upon analyzing the key processes, enhancement actions pertaining to manufacturing/supply chain process parameters and qc test methods are being initiated and implemented (B)(4).

Event description:
The customer stated they found loose ichem velocity strip pads while cleaning the strip provider module (spm). The urine chemistry strips the customer was using was p/n: 800-7204, lot#: 7204077b, expiration date: 10/01/2015. There were no erroneous patient results generated or reported out of the lab.